Event description:
Report received indicated that there was removal difficulty of device. The pt was enrolled in the study and was asymptomatic. The target lesion location was the right common (bifurcation) carotid artery with occlusion in the contralateral side. Target lesion diameter stenosis was 80% with lesion length 20.0mm. Total length of stented segment was 40.0mm. Qualitative lesion calcification and vessel tortuosity was not documented; however, it was noted that the lesion was ulcerated. There was an arch type-I and lesion was predilated. A distal protection device was deployed and one stent was implanted at its intended location. There was no stent malfunction reported. Thereafter, attempts to retrieve the basket with the capturing sheath were made; however, the capture sheath would not engage the filter basket. Therefore, another embolic protection device was opened and its capture sheath used to successfully retrieve the device. Medication administered pre and post procedure were aspirin and clopidogrel. There was no adverse consequence to the pt. The pt was discharged in late 2007 with aspirin and clopidogrel directed.

Manufacturer narrative:
This product will not be return for evaluation and testing. Add'l info will be sent within 30 days upon receipt.